Manufacturer narrative:
(B)(4). Date sent: 12/22/2022. Additional information: add a new ip: code "(B)(4)". Lot "unknown".

Manufacturer narrative:
(B)(4). Batch # unk. Additional information was requested, and the following was obtained:t was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) No what is the most current patient health status and condition? The patient is in good status and has been discharged. Investigation summary an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.

Event description:
It was reported that during the surgery, after fired, noted the staples malformed . The cutting edge is partially split. The cutting edge is reinforced with suture. No patient consequences reported. No further information is available.